Event description:
It was reported that the patient was experiencing increased depression. It was noted that the patient had a settings adjustment where frequency was increased and off time was decreased. It was later noted that the patient had improved after vns dosage increased. No additional relevant information has been received to date.

Event description:
Generator was received for product analysis. Product analysis is being performed. No additional relevant information has been received to date.

Event description:
Per the physician, the cause of the increased depression was due to low battery as confirmed in product analysis. No additional relevant information has been received.

Manufacturer narrative:
H6. Evaluation code - method - correction - code 4111 should have been included in supplemental #1 MDR.

Event description:
Generator analysis was performed. Device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal. The pulse generator diagnostics were as expected for the programmed parameters. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. The low battery voltage condition was the result of normal, expected battery depletion. The device did not perform according to functional specifications. This is expected behavior for a 102 generator that is at eri (low battery voltage) the generator battery measured 2.27 volts and found to be at an eri condition. No additional relevant information has been received to date.